Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a low battery alarm.

Manufacturer narrative:
The rse evaluated the device. It was determined that this was a malfunction of the battery that was end of life. Once replaced, the device was fully functional. The device remains at the customer site and no further evaluation is warranted at this time.